Event description:
Customer reports one incident of a blood leak on an unknown use # at the end of treatment. Noted by blood leak alarm and visible blood in the dialysate. No pt injury or medical intervention reported.